Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The device was still working but it was confirmed during the case that patient had urethral atrophy. All components were removed and replaced. The patient had a successful outcome.